Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s recharger was frozen with an icon of a greater-than sign to a man. It was noted that the patient was using antenna locate. The patient had continued issues recharging. She did not think there was swelling and the doctor told her that the healing/incision looked okay. The patient reported that recharging and the belt were cumbersome. Troubleshooting could not be done due to lack of access to the product during the call with the manufacturer on (B)(6) 2017. No symptoms were reported. The frozen recharger began on (B)(6) 20170 and the recharging issues began on (B)(6) 2017. Additional information was received from the patient. The patient had her recharger equipment during this call with the manufacturer on (B)(6) 2017. The patient performed a recharger reset and that cleared the screen. The patient then plugged the recharger into an outlet. It started recharging itself and the patient noted that it was about three quarters full. The patient was to let it charge fully before trying to recharge her implant. The patient was to call the manufacturer back if she had any further questions or concerns. Additional information was received from the patient. It was reported that since the successful reset of the recharger, the patient had been able to get short bursts of six coupling bars, but it seemed to be flaky maintaining good coupling. The patient had turned the ins off and inquired about ins depletion if turned off. It was noted that adhesive discs were ordered for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported they first tried recharging on (B)(6) 2017 but could not get good coupling; they initially got 8 coupling bars, which quickly went to 2 coupling bars when the patient had not moved. The antenna locate (al) feature was attempted and got readings between 40-46. There was swelling and bruising present at the ins pocket site, and it was stated the ins may be tilted and too deep. Due to the presence of bruising, they decided to wait a little longer to allow the pocket to heal to see if coupling will improve. They stated another recharger would be brought to the next appointment if coupling does not improve.

Event description:
Additional information was received from a patient on 2017-apr-13. The patient stated that the technologies of the implant are the problem that led to their difficulty recharging. The patient stated that the tilt corrected itself. However, the patient spends several hours weekly trying to recharge. The patient is still not able to recharge with good coupling which leads to not being able to use their device. The technical service team did not reveal any of their issues the first time they heard the phrase ¿strike against the battery¿ was after two weeks being implanted. The patient stated that the accessories for the device are too heavy for them to lift. No further complications were reported/are anticipated.